Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was advised to update the pump software to prevent future issues. The issue did not recur after resetting, and the caller successfully resumed insulin deliveries. No further action was needed, but the customer was instructed to call back if any issues arise again.